Event description:
The customer reported that the lemo connector would not plug into the receptacle. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.